Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700842 was manufactured on 03/30/2017 a total of 288 pieces. Lot was released on 04/04/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. Upon further visual examination, it was found that the clip was deformed and damaged. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 12 clips remaining, including the partially loaded clip, indicating that 3 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 12 clips remaining, including the partially loaded clip indicating that the end user fired 3 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that during a hemicolectomy, clip slippage was observe. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, clip slippage was observe. There was no patient injury.